Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, the suture was stuck inside the ligator cap which caused difficulty installing the device. There was no difficultty seting up the device. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: problem code 1212 captures the reportable event of suture stuck inside the ligator cap. Block h10: investigation results received one speedband superview super 7 with the ligator head for analysis. It was noticed that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. A visual examination of the ligator head found the suture placed inside of the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, the suture was stuck inside the ligator cap which caused difficulty installing the device. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.